Manufacturer narrative:
A replacement pump was sent to the customer. The customer spoke with a medela clinician on (B)(6) 2015. At that time she stated that she was fully recovered from the mastitis. The original product was received on 05/29/2015. However, as of the date of this report, a product evaluation has not been completed. It cannot be definitively concluded that the pump caused or contributed to the customer's mastitis. Reported issues of mastitis are under investigation in (B)(4). Mastitis is usually a benign, self-limiting infection with few consequences for the suckling infant. The risk of mastitis is higher among women who have breastfed previously, especially those with a history or mastitis." Riordan and wambach, 4th ed p 294: breastfeeding and human lactation. Mastitis requires prompt medical attention for the mother for pain relief and prescription antibiotics to avoid progression to overwhelming sepsis.

Event description:
The customer reported that she was experiencing low milk expression with her pump in style advanced breast pump. She also reported that she had mastitis and was treated with cephalexin, which was prescribed by her physician.